Event description:
On (B)(6) 2018, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had a power issue ¿ not holding charge whilst trying to test. The complaint was classified based on the customer care advocate (cca) limited documentation as the reporter was unable to answer all questions and requested there be no follow up calls. The reporter stated that the alleged product issue began around 2 weeks prior to contacting lfs on friday at around 5pm. The reporter was unable/unwilling to confirm what medications the patient was taking or if she made any change to her usual diabetes management routine in response to the alleged product issue. The reporter stated that 1 hour after the alleged product issue began the patient developed the symptoms of ¿vomiting, lightheaded, and high blood pressure¿. The reporter stated that the patient was taken to ER where she received unspecified IV fluids from an hcp. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the product was being used and it was not a reoccurring issue. The patient was unable/unwilling to say if she charged the meter until the ¿charge complete¿ message appeared. Based on the patients testing frequency the battery did not require recharging. The cca noted that this was a reoccurring issue. The patient¿s products were requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and required hcp intervention.